Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, heavily calcified mid left anterior descending artery. The 3.5x18 mm xience v stent delivery system could not cross the heavily calcified lesion. Force was used in the attempt to cross which resulted in the shaft of the device separating. Both pieces were able to be retracted from the patient without issue. Another unspecified device was used to complete the procedure successfully and the patient outcome was satisfactory. No patient effects. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.